Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 700 mg/dl which was addressed with a correction bolus. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.